Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was pressed twice before it work. The customer¿s blood glucose was unknown. Customer stated act buttons was pressed twice before it work. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).